Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens haptic tore upon insertion into the eye. The lens was removed. No patient injury. The injector model indigo-p and the cartridge model sfc-25, the lot numbers were not specified by the facility.